Event description:
A healthcare professional reported that a probe did not cut, but it was aspirating during a vitreo-retina surgery. The issue was resolved by replacing the product with another. There was no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).